Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as fold flow opening. Pain: unable to observe as it is not related to the device. No other observations observed.

Event description:
Healthcare professional reported ¿rupture¿. This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported ¿rupture¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.